Manufacturer narrative:
Work order search found no similar complaints. Claim (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023, a 12.1mm vticm512.1 implantable collamer lens of a -6.5/1.0/093 (sphere/cylinder/axis) tore during loading. Reportedly, "lens rupture due to snagging while loading injector." A replacement lens was implanted into the patient's left eye(os) and the problem was resolved. Reportedly, status of the eye is, "good."